Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - investigation canceled. The customer have rebooted the device and resolved the issue, no root cause was provided.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system stopped responding and displayed a black screen during a procedure. The customer had rebooted the device and resolved the issue. The system functioned as intended after the customer resolved the issue

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding displaying a black screen during a procedure. Customer added that they have rebooted the device and resolved the issue and also confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation postponed. The customer have rebooted the device and resolved the issue, no root cause was provided.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a black screen during a procedure. Customer added that they have rebooted the device and resolved the issue and also confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.